Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power up because the battery charger power supply brick was defective. The root cause of the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.